Event description:
The facility's nurse found leakage from the y during priming. There was no patient injury. The actual sample is available for evaluation.

Manufacturer narrative:
The sample has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The reported condition of a leak was detected in the sample in the y-component of the set. The defect was confirmed. No assignable cause could be provided for this condition. A follow-up report will be submitted if additional information becomes available.